Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had experienced issue with powering on. A field service engineer (fse) identified that drawers were causing a fault in the power system, preventing the station software from launching. The fse removed the failed half-height cage drawers from the main chassis and replaced the drawer controller boards due to physical scarring. Retractor bands for drawers 1 and 4 were also replaced. After reinstalling the drawers and reconnecting the pixie bus cable, the station launched successfully. The customer logged in and confirmed recovery of the failed drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not turning on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.